Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an intervention, the tip of the device broke off in the abdominal cavity. The broken piece was retrieved. No impact to the patient. .